Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had white foreign matter in the tube wall before and after centrifugation. There were 30 tubes affected. No report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had white foreign matter in the tube wall before and after centrifugation. There were 30 tubes affected. No report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. Visual examination of the photo was performed and revealed white particulate matter(wpm) inside of the tube. There are small white particles on the top of the specimen in the tube. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a sample quality issue, poor plasma based on the white particulate matter (wpm) seen in the photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.